Manufacturer narrative:
This reportable event was identified during a review of complaint files between (B)(6) 2017 through (B)(6) 2019.

Event description:
While performing a oophorectomy, the doctor was removing the specimen when the bag tore at the seam. The bag was easily removed, the specimen was stuck in the port opening. The specimen was removed with forceps.